Event description:
The customer reported that the heartstart xl "battery can't charge". There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.